Manufacturer narrative:
On 9-oct-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-oct-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was residue on the electrode connector side. The physician felt the introducer of the vizigo sheath was too stiff and there appeared to be some sort of residue on the electrode connector side. They continued the case without any troubleshooting. The case was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a deflection test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. No traces of foreign material or damages were observed. Per the event, a deflection test was performed and the sheath was found within specifications. No resistance was observed during the test. Also, the dilator was in normal conditions. No foreign material was observed during the analysis, therefore, no further analysis could be performed. The material could had disappear during decontamination process, but this cannot be conclusively determined. A device history record evaluation was performed for the finished device 50000001 number, and no internal actions related to the reported complaint condition were identified. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the product that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was residue on the electrode connector side. The physician felt the introducer of the vizigo sheath was too stiff and there appeared to be some sort of residue on the electrode connector side. They continued the case without any troubleshooting. The case was completed. No complaint from the physician, it was felt by the staff prepping. Physician used without incident. The issue was noticed before use while tech was prepping. It looked like a packing sticker residue, it was very small and wasn¿t noticeable until scrub tech pointed it out. The device was used on the patient without incident. The catheter stiffness in the tip section is not MDR-reportable. The electrode damaged with foreign material is MDR-reportable.